Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with constant pump error alarm during rewinding due to jammed motor gearbox. Unable to perform functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error. Unit was received with faded serial number label, partially detached reservoir tube retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump turn on and off in a loop. Customer reads no further details information. Insulin pump will be returned for analysis .